Event description:
It was reported that after a lead revision procedure (MFR: 3006630150-2021-07294), the implanted ipg was no longer responding to any connection despite multiple troubleshooting techniques. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.